Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
This procedure was performed in (B)(6).the balloon burst before the balloon expanded in the subclavian artery. No injury to the patient reported.examination of the returned product on (B)(6), 2013 indicate a complete circumferential tear in the evercross balloon, and neither marker band was present.